Event description:
The user facility reported a 57-year-old male post-cardiotomy cardiogenic shock and low cardiac output syndrome was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was placed post mitral valve replacement. The physician experienced issues and made multiple attempts to get the impella pump to the left ventricle. However, post placement, it was noted that the pump was sitting in a "good" position away from the mitral valve in the left ventricle. A transesophageal echocardiography was performed and showed a loose chord in the left ventricle with a possible clot formed on the chord. The physician expressed uncertainty whether the impella pump or mitral valve replacement was the cause of the loose chord. The patient continued with impella pump support.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported heart valve damage has been completed. No product was returned for evaluation. Clinical details noted that mitral valve (mv) repair was performed pre-impella insertion and it was unclear if the loose cord was caused by the mvr or impella insertion. Data logs were reviewed and no impella positioning alarms noted. The root cause of the heart valve damage cannot be determined with limited clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (unites states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ in accordance with updated procedures, sections d6, g3, and h10 have been revised from the initial submission.